Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis. The reported field event of an inability to communicate was confirmed in the laboratory and was due to premature battery depletion. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined. (B)(4).